Event description:
It was reported that the right ventricular lead was functioning appropriately; however, the patient wanted the lead removed. During removal of the lead, there was a procedural complication which resulted in a femoral vein laceration and also deep vein thrombosis. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 5076 lead, implanted: (B)(6) 2006. (B)(4).